Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter.   Product return status: 2 devices were received for evaluation. Evaluation status: 2 events were confirmed during testing. 1 device was found to be affected by corrosion. 1 device was found to be affected by an electrical problem. Product disposition: the devices were repaired and returned to the user facility.   Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device ran without user activation. One event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.